Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The download data from the pod showed that the pod had been deactivated by the user after the second priming sequence with both priming sequences having run for the expected number of pulses. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early. Though no issues were observed with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deployed early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was activating a pod, upon removal of the needle guard the cannula had deployed early. The pod was not worn.